Event description:
It was reported that a tl30 was used during a low anterior resection. It was reported by the affiliate that the linear stapler was fired appropriately below the tumor of the rectum very low in the pelvis (2-3cm). When firing, the surgeon noticed "a different feeling" in the hand. The specimen was resected upon the tl30 as usual. The circular stapler was introduced. During this procedure it became evident that the rectum stump had not been stapled by the tl30 at all. Next, a rectum amputation had to be done. Careful examination of the pelvis, rectum specimen and rectosigmoid specimen showed no staples at all. The pt had to be converted to open and an abdomino-perineal resection with stoma was performed.